Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿very high psi¿ which was not reproduced during fluid pressure testing which found high downstream current readings with a fluid filled set. The reported symptom was verified and found to be caused by the downstream sensor, the downstream tubing guide pressure plate, and the digital pot setting being out of specifications. The downstream sensor was calibrated, the downstream pressure plate gap was adjusted and the no tube reading was also calibrated to correct the reported issues. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "very high psi (pressure pounds per square inch)". There was no known patient injury or medical intervention associated with this event. No additional information is available.